Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument housing was removed and found the energy board had a bent pin under the board. The instrument failed electrical continuity. Common causes of the failure mode bent pin instrument energy board are typically attributed to the user. These are attributed to damage during use, which may include an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces that lead to the energy board's pin to be bent. The instrument was transferred to the failure analysis engineer team: initial findings were partially confirmed. The bent energy board pin was not found to be related to the customer reported complaint. The instrument was confirmed to fail continuity. Upon disassembling the instrument, it was found that the conductor wire was broken at the proximal end, near the hypotubes inside the main tube. The wire was fully broken. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires. The complaint was confirmed by failure analysis. The probable root cause of the conductor wire being broken at the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires. This issue of loss of cautery due to a broken conductor wire can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, a fenestrated bipolar forceps instrument did not energize. The customer reported event has no report of patient injury. The recurrence of the alleged failure mode would not cause or contribute to an adverse event or serious injury.